Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified and heavily tortuous right common femoral artery was attempted with a proglide device, using a pre-close technique, via an 8f sheath prior to an extension of the right iliac artery procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, another proglide device was deployed and a cuff miss was noted, due to the tortuosity of the artery. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 16f and the procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.